Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and the avaulta plus anterior support system and the avaulta plus posterior support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that the patient underwent mesh revision/removal; due to extrusion on (B)(6) 2012. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent revision of posterior colporrhaphy and vaginoplasty on (B)(6) 2009.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.